Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: sfw kit 9735737 stealth s8 cranial EU-sc, version: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site loads exams from a ge lightspeed scanner, the 3d model comes across as a block. The manufacturer representative was able to threshold the mode. No patient was present at the time of the event.

Manufacturer narrative:
Additional information added to the event description the software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the site stating that the exams were attempted to be loaded onto the navigation system, but were said to not contain a valid digital intercommunication of medicine (dicom). The site then updated and stated that the issue has not replicated and that they have had no further issues.